Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis. Customer¿s high blood glucose value was 1500 mg/dl at the time of hospitalization. Customer treated with manual injection for high blood glucose. Customer had a symptom like nausea, vomiting and could not speak. The product will not return for the analysis.